Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the right ventricular lead was exhibiting failure to capture. The procedure was completed using another right ventricular lead. There were no patient consequences.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.